Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a cystectomy, the tissue was sealed and the knife deployed. The knife would not retract, causing the jaws to no longer open. The device was cut from tissue. There was no pt injury.